Event description:
Info received indicates the head casters will not go into brake when the brake is engaged.

Manufacturer narrative:
The technician found a broken rocker arm on the brake activation assembly. The technician used a brake/steer upgrade kit to repair the stretcher.